Manufacturer narrative:
It was reported that the controller ac (cac) adapter was not staying connected to the controller. One cac adapter, (B)(4), was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to, but not limited to, connector damage, bent pins and/or connector wiring failure. The controller ac adapter, however, was not returned for evaluation. Heartware has opened an internal investigation to address these type of events. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was stated from the site that the patient reported that his alternating current (ac) adapter was not staying connected. He switched to his spare ac adapter with no issues. No additional information available.